Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms#: 617147. Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. The pump was chipped out on lower left front corner of top case. Error history log review found a watchdog failure and a primary audible alarm post error. The root cause of the reported issue was found to be a watchdog failure was a sympathy alarm, was sympathizing the primary audible alarm post error. Unable to determine the root cause, no physical or any other damaged was found on speaker or interconnect board. Actions were taken to mitigate the reported issue: replaced speaker for preventive. Performed preventive maintenance and all functional testing which passed.

Event description:
It was reported that the pump had a watchdog failure/primary audible alarm. No patient injury was reported.